Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device fell off into the patient and was easily removed with graspers. The procedure was successfully completed with another like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the cannula cap was not attached to the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.